Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information notes that the lead was explanted.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.9cm was returned for analysis. External insulation abrasion was noted at 9.9-10.4cm from the distal tip, consistent with lead friction to another device or feature of the heart, and at 47.5-47.9cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted under the rv shock coil at 6.9-7.0cm from the distal tip. The rv conductor was abraded at this location. Internal insulation abrasion was noted under the svc shock coil at 17.2-18.0cm from the distal tip. The rv conductor was abraded at this location, consistent with the field observation of low hv lead impedance.

Event description:
It was reported that the patient presented to the clinic after receiving a notifier. The lead exhibited a drop in high voltage impedance to an out of range value. Patient was scheduled for further testing and possible lead replacement.